Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer assisted the customer at the main campus with recovery of a drawer and pocket, as the customer did not have recovery permissions. Support was provided while the main campus remotely connected to complete the recovery. Inventory test passed. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mva eraust auxiliary drawer 7 had a cubie that failed to close properly, which resulted on a complete drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.